Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer inspect the system onsite and confirm that the generator was busy and no x-ray was available and it was showing low load. Upon further inspection, intermitted part failure in the power inverter evr was observed and tube adaptation performed by fse. The defective power inverter evr were returned for analysis and no failure was observed. The fse replaced the power inverter evr (point evr) certary and did tube adaptation. Later the issue got reoccured and fse replaced power inverter evr (point evr) certeray again in other case (ID: (B)(4), pr# (B)(4)). The fault was intermittent and when this issue occurred again, fse replaced ips (internal power supply) certeray r5 and pdu control module in the other case (ID: (B)(4), pr# (B)(4)) after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer inspect the system onsite and confirm that the generator was busy, and no x-ray was available and it was showing low load. Review of the log file showed x-ray generator errors and warnings. Upon futher inspection, it was confirmed that the issue was most likely caused by a faulty ips (internal power supply) in the x-ray generator. The defective ips certeray r5 is not available for further analysis as it was already scrapped. The fse replaced the ips certeray r5 in the x-ray generator. The issue has occurred previously and fse replaced power inverter evr (point evr) certeray in other case. The fault was intermittent and when this issue occurred again, fse again replaced ¿power inverter evr (point evr) certeray in the other case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system displayed the message "generator is busy" and could not produce fluoroscopy or exposure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the internal power supply in the x-ray generator. The device was returned to expected functionality.